Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain, due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional information become available, a follow up MDR will be submitted.

Event description:
The patient contacted baxter's technical service center regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use during set up. The patient called due to the hcp alarming high drain 105. The technical service representative (tsr) assisted the patient with going through the therapy log. The total ultrafiltration (uf) equaled 2484ml. The initial drain volume equaled 102ml. The initial drain alarm equaled 0ml. The recovered initial drain volume equaled 0ml. The last fill volume equaled 0ml. The total fill volume equaled 9997ml, the total drain volume equaled 12481ml, and the average drain time equaled 23 minutes. The tsr assisted the patient with cycling the power off and on and then the alarm was gone. The tsr advised the patient to contact their registered nurse (rn). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the rn, on (B)(6) 2012, regarding the reported high drain 105/call pd nurse alarm. The rn stated she was aware of the alarm and that the patient received a new cycler. The rn stated there was no patient injury or medical intervention associated with this event. The rn stated the patient was continuing therapy successfully on the cycler and has not report any other drain volumes or other symptoms that meet iipv criteria. No allegations were made against any of the patient's dialysis products.